Event description:
It was reported that intermittently, the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.